Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department a few months prior with occurrences of dizziness. At that time, it was noted that the patient's right ventricular (rv) lead exhibited low pacing impedance and high capture threshold at the bipolar pacing configuration. Therefore, programming changes were made at that time to change the pacing configuration to unipolar. The physician elected to cap and replace the rv lead on (B)(6) 2021. The patient was in stable condition.